Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that no staple deployed. It was reported that during the uncut ry surgery, after squeezed down the firing trigger, no staple deployed and the firing trigger could not return back automatically. Changed another reload, the event re-happened. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Batch # p56x3v. Investigation summary: the analysis results found that the ats45nk device was received with the firing mechanism damaged and with no reload loaded in the device. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. No conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
Product complaint (B)(4). Additional information requested and received: can you please provide more event details? No. Did the safety lockout engage (no staples or a cut line delivered beyond the lockout)?no. Or, did the device cut but not staple the tissue? If yes, how was the tissue that did not staple addressed? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? If yes, did the jaws eventually open? No staple, so could removed from patient, it is not lockout issue. Btw, this device without blade, so could not cut the tissue.